Event description:
It was reported that the patient had adjacent level disease and the surgeon removed the previous instrumentation instead of linking up/adding onto to the old construct. The tip of the expedium quick connect si polyaxial screwdriver broke off from the instrument during screw insertion. The surgeon first tapped with a 7.0 tap and then put the screw in. He started to advance the screw and drove the screw almost all the way down without stopping. He stopped to look and then went to advance the screw a turn or two more. At that point the tip snapped off. The screw was down far enough so he did not retrieve it. The broken tip remains in the implanted screw.

Manufacturer narrative:
One xpdm quick-con si poly scwdrvr [product code: 2797-12-400, lot no: 0910mi] was returned for evaluation. It was noted that the tip had fractured off of the device. No tip was returned. Scanning electron microscopy (sem) was performed on the fractured surface to facilitate a more detailed investigation of the fracture characteristics of the part. The analysis shows evidence of torsional shear plastic deformation indicating the failure started at the hexlobes. A device history record review for the xpdm quick-con si poly scwdrvr [product code: 2797-12-400, lot no: 0910mi] was conducted identifying the following: lot was released in 3 batches. O batch1: lot qty of (B)(4) was released to stock on 12/6/10 with no discrepancies. O batch2: lot qty of (B)(4) was released to stock on 2/18/11 with no discrepancies. O batch3: lot qty of (B)(4) was released to stock on 4/20/11 with no discrepancies. A 12 month complaint trend analysis for the xpdm quick-con si poly scwdrvr [product code: 2797-12-400, lot no: 0910mi] was conducted on the product code with no further actions required for the design of the product. Post market surveillance was conducted and released march 11, 2014 comparing the rate of failure for the failure mode to the risk files and it was determined that the benefit exceeds the risk. The failure mode will continue to be monitored and compared with the risk file via an internal data review and monthly complaint trending activities as defined in depuy synthes work instructions. The root cause for the tip breaking cannot be positively identified. However, fracture analysis shows evidence of torsional shear plastic deformation indicating the failure started at the hexlobes. No corrective action/preventive action is required at this point as there have been no issues identified in the manufacturing or release of this device. The occurrence of the failure vs. The expected rate of failure documented in the products risk files will be monitored via the data review. This complaint will be closed with no further action required in addition to the data review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture dates: dec 6, 2010; feb 18, 2011, apr 20, 2011. Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.